Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This complaint is for a report of a use error - reuse of single-use product during the dwell stage, where the care giver stated they had changed out the cassette but not the rest of the disposable supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. Section ¿troubleshooting¿ instructs the user not to attempt to reuse any disposable supplies. Sections ¿warnings and cautions¿, ¿perform therapy¿, ¿end therapy¿, and ¿troubleshooting¿ warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During troubleshooting of an unrelated alarm, it was reported that the care giver (cg) had changed out the cassette but not the rest of the disposable supplies. The event occurred during the dwell phase on the home choice (hc) and the home patient (hp) was connected. The cg indicated they had reconnected the same bags and was attempting to prime the hc. The technical service representative (tsr) assisted to remove the cassette and advised the cg to end therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.